Event description:
It was reported, the patient did not think their device was working for a couple months prior to report and at the time of report it was not turning on. It was stated everything was fine in (B)(6) 2013. It was stated the patient had not felt stimulation for a couple weeks and was not feeling stimulation at the time of report. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3093-33, lot# v758541, implanted: 2012 (B)(6); product type lead product ID 3093-33, lot# va00r0w, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).